Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 customer called in with the following concern: blank display. Patient got pump into the pool. Crack on the back along battery compartment. No further concerns were recorded. Proceed it with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Force sensor zero offset out of spec spec (450.01mv). Unit also received with cracked case (battery tube) and cracked battery tube threads. In conclusion unit received with unexpected flashing medtronic logo due to corroded electronic assembly. No blank display was noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Location of the damaged was battery compartment. Insulin pump was exposed of moisture damaged and was dead. No harm requiring medical intervention was reported. The device will be returned for analysis.